Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The drilling machine hit the nail. The procedure was completed manually.

Manufacturer narrative:
Referring to the product inquiry the targeting arm t2 femur is stated to be the primary product. All other devices are considered to be concomitant items. Review of the inspection records for the device in question revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. The reported mis drilling was not reproducible; all nail holes of a sample nail were passed by a sample drill without nail contact. Most likely the user didn't tighten the fixation screw completely (= nail adapter has play) or heavy bending forces were applied during drilling (user related). The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Also, the user shall be trained and familiar with the system and operative techniques. The operative technique describes in detail the functional check. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
The drilling machine hit the nail. The procedure was completed manually.